Event description:
It was reported that the communicator power cord and cellular adapter was fraying and splitting power cord which eventually caused sparked. The communicator was not connecting. A boston scientific technical services (ts) assisted the patient in troubleshooting. The communicator issue persisted. The company representative advised replacing the communicator. The communicator was no longer in service. No adverse patient effects were reported.